Event description:
It was reported that the pulse generator was implanted and the next day it was noted that there was a longevity estimation of about 2 years and data trends were noted to be collected from before the device was implanted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Patient information is not generally available due to confidentiality concerns.